Manufacturer narrative:
The distributor performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported there was an error that results in a loss of mechanical ventilation during pre-use checkout. There was no patient involvement.